Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("there was foreign body that looked like permanent suture. It did not look like an essure coil in the broad ligament") and embedded device ("there was foreign body that looked like permanent suture. It did not look like an essure coil in the broad ligament") in a 40 year-old female patient who had essure inserted (lot no. C03094). Product or product use issues identified: medical device monitoring error ("essure and novasure procedure performed on same day" on (B)(6) 2014). The patient had a medical history of meniscus operation, leg operation (3x), foot surgery (3x), migraine headache, blood loss anemia (blood transfusion), vaginal bleeding (under mirena), sterilisation reversal, heavy periods, human papilloma virus on cervical smear and pap smear abnormal. No known drug allergies. Previously administered products included: mirena. Past adverse reactions to the above products included: abdominal pain with mirena. Concurrent conditions were listed as retroverted uterus and obesity (bmi 33.2). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 374 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required) and embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (da vinci total hysterectomy with right salpingo-oophorectomy and left salpingectomy). At the time of the report, the outcomes for device dislocation and embedded device were unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: this is 41-year-old g5 p5, who has undergone both an essure and novasure. The patient continues to have heavy menstrual bleeding and has had pain, especially ever since her essure coils were placed. The patient desires definitive therapy. She has significantly more right-sided pain and would like an rso. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.232 kg/sqm. [Hysteroscopy] on (B)(6) 2014: diagnosis:sterilization; excessive menstruation - essure procedure performed per protocol. Trailing coils: left 5 right 2 eme done at aid af procecture in order to get ready for novasure [pathology test] on (B)(6) 2015: diagnosis:excessive bleeding, pelvic pain specimens:foreign body, left broad ligament uterus, cervix, bilateral tubes and right. Cervix uteri: chronic cervicitis, squamous metaplasia; nabothian cysts. Endometrium: basal state. Corpus uteri: trabecular myometrium; hyaline fibrous tissue beneath endometrium; fibrous serosal adhesions. Gross description: right fallopian tube: fimbriated end is thin and delicate. Left fallopian tube: measures cm in length and 0.7 cm in diameter. [Surgery] on (B)(6) 2015: pre-operative diagnoses: 1. Heavy menstrual bleeding. 2. Chronic pelvic pain, right significantly more than left ever since essure placement. Post-operative diagnoses: 1. Heavy menstrual bleeding. 2. Chronic pelvic pain, right significantly more than left ever since essure placement procedures performed: da vinci total hysterectomy with right salpingo-oophorectomy and left salpingectomy, also removal of foreign body from the left broad ligament and removal of fecalith. Operative findings: the uterus was enlarged and bulky, but no definitive lesions noted. Both tubes and ovaries were normal. There was what appeared to be suture material in the left broad ligament, most of which was able to be removed and there was small fecalith that was also removed. Operative report in detail: the left fallopian tube was then removed from the left ovary. It was cauterized at its base and cut. There was foreign body that looked like permanent suture. It did not look like an essure coil in the broad ligament using the scissors. This was removed from much of the broad ligament. It did insert close to some significant vessels and so approximately two thirds of this suture material were cut and removed and sent off for pathology [ultrasound scan vagina] on (B)(6) 2014: after mirena removal: now to the left and right ovary. On endovaginal imaging, nabothian cyst noted. No myometrial or adnexal mass present. No significant free fluid noted. Impression: 1. Bilateral ovarian simple cysts. 2. No myometrial or adnexal mass. Batch noc03094 production date2013-12-06 expiration date2016-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("there was foreign body that looked like permanent suture. It did not look like an essure coil in the broad ligament") and embedded device ("there was foreign body that looked like permanent suture. It did not look like an essure coil in the broad ligament") in a 40 year-old female patient who had essure inserted (lot no. Lt 880745 rt c03094). Product or product use issues identified: medical device monitoring error ("essure and novasure procedure performed on same day" on (B)(6) 2014). The patient had a medical history of meniscus operation, leg operation (3x), foot surgery (3x), migraine headache, blood loss anemia (blood transfusion), vaginal bleeding (under mirena), sterilisation reversal, heavy periods, human papilloma virus on cervical smear and pap smear abnormal. No known drug allergies. Previously administered products included: mirena. Past adverse reactions to the above products included: abdominal pain with mirena. Concurrent conditions were listed as retroverted uterus and obesity (bmi 33.2). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 374 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required) and embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (da vinci total hysterectomy with right salpingo-oophorectomy and left salpingectomy). At the time of the report, the outcomes for device dislocation and embedded device were unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: this is 41-year-old g5 p5, who has undergone both an essure and novasure. The patient continues to have heavy menstrual bleeding and has had pain, especially ever since her essure coils were placed. The patient desires definitive therapy. She has significantly more right-sided pain and would like an rso. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.232 kg/sqm. [Hysteroscopy] on (B)(6) 2014: diagnosis:sterilization; excessive menstruation - essure procedure performed per protocol. Trailing coils: left 5 right 2 eme done at aid af procecture in order to get ready for novasure [pathology test] on (B)(6) 2015: diagnosis:excessive bleeding, pelvic pain specimens:foreign body, left broad ligament uterus, cervix, bilateral tubes and right. Cervix uteri: chronic cervicitis, squamous metaplasia; nabothian cysts. Endometrium: basal state. Corpus uteri: trabecular myometrium; hyaline fibrous tissue beneath endometrium; fibrous serosal adhesions. Gross description: right fallopian tube: fimbriated end is thin and delicate. Left fallopian tube: measures cm in length and 0.7 cm in diameter. [Surgery] on (B)(6) 2015: pre-operative diagnoses: 1. Heavy menstrual bleeding. 2. Chronic pelvic pain, right significantly more than left ever since essure placement. Post-operative diagnoses: 1. Heavy menstrual bleeding. 2. Chronic pelvic pain, right significantly more than left ever since essure placement procedures performed: da vinci total hysterectomy with right salpingo-oophorectomy and left salpingectomy, also removal of foreign body from the left broad ligament and removal of fecalith. Operative findings: the uterus was enlarged and bulky, but no definitive lesions noted. Both tubes and ovaries were normal. There was what appeared to be suture material in the left broad ligament, most of which was able to be removed and there was small fecalith that was also removed. Operative report in detail: the left fallopian tube was then removed from the left ovary. It was cauterized at its base and cut. There was foreign body that looked like permanent suture. It did not look like an essure coil in the broad ligament using the scissors. This was removed from much of the broad ligament. It did insert close to some significant vessels and so approximately two thirds of this suture material were cut and removed and sent off for pathology [ultrasound scan vagina] on (B)(6) 2014: after mirena removal: now to the left and right ovary. On endovaginal imaging, nabothian cyst noted. No myometrial or adnexal mass present. No significant free fluid noted. Impression: 1. Bilateral ovarian simple cysts. 2. No myometrial or adnexal mass. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report